Event description:
Multiple, ongoing, documented problems with both single & triple channel pumps. Total of 245 different serial #'s involved. 3/10/99 ch:a failure code 804:24. Could not duplicate malfunction. 3/4 ch:a will not load properly. Tubing jams. Sent to MFR for repair. 3/12/99 received from MFR. Ch:a phm, keypad and display replaced. Updated software. 2/19/99 MFR repair. Ch:a out of svc. 3/4/99 rec'd back from MFR repair. Replaced ch:a phm and updated software. 3/5 ch:a alarms air detected. No error codes in event log. Sent for repair. 3/15 rec'd back from MFR repair. Ch:a ail pcb replaced. Calibrated ail in ch:b. 4/7/99 pump failed. Error codes 703:00, 701:01, 530:320:717. 1 deep discharge. 4/9 replaced main batteries. Checked operation & recharged batteries. 3/15/99 all channels failed. Error codes 500:320:717. Functional check, key pad test ok. Could not duplicate any malfunction. 3/29 all channels failed. Error code 500:320:717:0000. Sent to MFR for repair. 4/8/99 returned to svc. Uim pcb, all air sensor pcb, replaced. Upgraded software. 1/4/99 MFR repair. Replaced battery & updated software. 1/14 all manual release levers in wrong position. Removed fuses and reset. 3/4/99 rec'd from MFR repair. Error 703:00. Replaced ch:c phm & both ail detectors for ch:a&b. 1/4 MFR repair. 3/22/99 ch:b failed. Event log shows error code 804:24. Battery history ok. Checked volume, 20ml at 120ml/hr=19.68ml. Occlusion at 120ml/hr=9.8psi. Could not duplicate malfunction. 5/4/99 error code 812:02 on phm a. Replaced phm a. 1st phm error 813:01. 2nd phm error 803:03. To MFR for repair. 3/4/99 b channel failure. 812:02 error code. To MFR for repair. 3/12/99 rec'd back from MFR repair. B pump head replaced. 4/20 channel b failed. Error code 802:17. Could not duplicate malfunction. Checked ok. 4/27/99 pump failed. Specific problem not known. Error codes 501:320:717:0000. Battery history ok. Performed complete operational check. Checked ok. 4/1 reset manual release lever and checked pump for proper operation. Battery history is ok. Event history shows following error codes, 803:04 and 864:02. These codes were not repeatable. 4/15/99 came down alarming. Tried holding on/off switch for 50 sec. Tried clear & panel lockout for 10 sec, etc. Didn't work. Disconnected fuses. Replaced batteries & was going to charge overnight but pump would not power down. Disconnected fuse. Incomp... 4/21 to MFR for repair. 3/8/99 ch:c failed. Error code 803:04. Could not duplicate malfunction. Checks ok. 1/29/99 MFR repair. Ch:a alarms air in line. Replaced ail pcb. Replaced ail pcb & upgraded software. 4/26 replaced main batteries. Failed 12 min delivery test. To MFR for repair. 4/1 all channels failed. Reset all manual release levers. Battery history ok. Event history shows error codes 812:05, 599:320:717. Function check ok. Could not duplicate any malfunction. 3/4/99 alarm will not turn off. Disconnected batteries and reset. Did not correct problem. Replaced & charged batteries. This is a three time repeat write up, but the batteries were not replaced again as they passed the discharge test. Error code 813:01 ch:c failed. 3/15/99 alarm will not turn off. Disconnected batteries & reset. Event history shows error codes 531:320:717. Battery history is ok. 3/17/99 sent to MFR for repair. 4/2/99 returned to svc from MFR repair. Replaced uim pcb, uim slave, 3 ea. Phm slave, 3 ea. Ail pcb and main batteries. Upgraded software. 3/10/99 ch:a pump module has broken case. Replaced module and ordered new case. Used module from another pump. Function check ok. 2/15/99 sent to MFR for repair. 3/4/99 rec'd back from MFR repair. Ch: a alarms out of svc. Replaced all three pump head mechanisms & upgraded software. 1/4/99 MFR repair. Replaced inverter harness & battery. 3/17/99 pump failed. Error codes 401:317:768 and 803:01. Sent to MFR for repair. 3/24/99 returned to svc. MFR replaced uim pcb, main batteries & upgraded software. 3/9/99 ch: c will not load. Error code 803:04. Could not duplicate malfunction. Opened case to clean out contaminating fluid and found broken parts on bezel assembly. Ordered new bezel assembly & cleaned out interior. Canabalized ch:a module to repair another pump. 5/10/99 replaced front bezel assembly & blown fuse. Pump alarmed failure code 531:320:717. Replaced batteries. To MFR for repair. 4/12/99 pump failed. Error codes 570:320:717. Replaced main battery & charged. 4/8/99 replaced main battery. 3/15/99 keeps alarming air in line. No error codes. Event history shows numerous air in line alarms. Battery history shows 1 discharge below alarm level. Functional check could not duplicate malfunction. 4/23/99 2 battery discharges below alarm level. Replaced main battery, did pm. 3/5 pump failed. Error code 814:05. Battery history ok. Functional ok. 4/23/99 pump failed. Error code 570:320:675:0000. 14 discharges below alarm level. Replaced main battery and performed pm. 3/1/99 keeps alarming. Failure codes 570:320:675:0000. Replaced main battery and charged. 4/26/99 cannot load tubing. To MFR for repair. 3/5/99 pump failed. Manual release lever in wrong position. Reset manual release lever. Checked battery and event history. Battery ok. Error code 812:02 shows in event history. Performed functional check. Functional check ok. Could not duplicate any malfunctions. 3/22/99 broken pump head case. Ordered new case. 3/30 replaced pump head case. Charged battery and checked operation. Checked ok. 4/19 replaced battery. Unit alarms error code 199:117:455:0000. To MFR for repair. 2/19/99 MFR repair. Alarms air in line. 3/4 rec'd from MFR. Replaced defective ail pcb. 4/23 pump failed. A failure 814:01. Battery history shows 11 discharges below alarm level. Replaced main battery. 5/12/99 pump fialed. Error code 570:320:675. Battery history showed 17 discharges below alarm level. Replaced main battery and checked operation. Replaced defective power cord (no ground). 4/19 battery failed. 6 discharges below alarm level. Replaced main battery.